Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
All of the buttons are functioning properly however, found moisture damage was found on the keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was working out when she received a button error. Customer's blood glucose was 6.4 mmol/l. Customer already has a loaner pump and was supposed to return it in march. Customer will be sent another replacement pump but will need to send the loaner pump back.